Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported a sensor glucose reading of about 80 mg/dl where the actual blood glucose level was about 400 mg/dl. The customer also reported an incident where the customer had an eye injury and was brought to the emergency room. The customer also reported passing out that night. Troubleshooting was done. The customer reported working with their health care provider to adjust the basal rates on the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.